Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 2018 and december 2020. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that a patient had bilateral intraocular lens (iol) implants in 2018. The patient had yttrium-aluminum garnet (yag) posterior capsulotomy laser procedure performed on both eyes for posterior capsular opacification for the posterior capsule opacification in 2018. The patient returned with a film on her vision in both eyes. It was indicated that on exam, the posterior capsule is open, but it appears that the lens epithelial cells are now growing across the posterior surface of the lens implant in both eyes. Additionally it was reported that yag laser to cells attached to the posterior surface of the iol was performed in december 2020 on both eyes with resulting vision of 20/20 in each eye. The doctor stated that the yag laser was done because quality of vision was worse, that the patient had difficulty driving and reading, vision was 20/40 in the right eye (od) and 20/20 in the left eye (os). The doctor elaborated on the performed yag procedures on this patient that similar to doing a regular yag laser except the cells were on the posterior surface of the iol and it was a lacy posterior capsule opacification (pco) pattern. The doctor started in the periphery and then went centrally. The lenses remain implanted in patient¿s eyes as of to date with patient having 20/20 vision. No further information was provided. This emdr report is for the patient's right eye. A separate report will be submitted for the patient's left eye.